Manufacturer narrative:
The insulin pump alarmed for a button error and had no button response due to corroded keypad traces. The insulin pump had no moisture damage on the electronics, motor, vibrator motor and battery tube assembly. The insulin pump was received with cracked case at the display window corner, broken reservoir tube lip, minor scratches on the display window, cracked reservoir tube, cracked reservoir tube window, stained end cap sticker and cracked battery tube threads.

Event description:
It was reported that the insulin pump alarmed button error. The blood glucose reading was 184 mg/dl. The customer's mother stated that she was unsure of whether the device had been exposed to moisture. Advised discontinuation of the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.